Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the high results by checking the history log. The fse observed and cleaned the detector, substrate, bf probes, and syringe. The fse also performed cleaning and decontamination of the analyzer. In addition, fse performed ten (10) sample diluting solution (sds) of psas and verified no elevated results. The fse suspected a potential biological contamination of the substrate syringe assembly but could not determine the cause of the reported event. The customer validated the analyzer by successfully performing patient samples without and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were three other similar complaints found during the searched period including this case. The st pa, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated or decreased psa values. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant results for prostate specific antigen (psa) could not be established.

Event description:
A customer reported ¿discrepant patient sample results for prostate specific antigen (psa) are inconsistent¿ on the aia-900 analyzer. The customer stated two patient samples were previously undetectable based on patients result history but are now reporting results with a value. Both samples were retested and value results for patient as expected were sample # 1 was 0.14 ng/ml and patient sample # 2 was 0.6 ng/ml, these results were reported out. The quality control (qc) was within ranges before running psa samples. A field service engineer (fse) was dispatched to further investigation on the inconsistencies. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.